Manufacturer narrative:
The customer stated that the non-xray gauze (B)(4) was disintegrating when pulling away each piece from another during the eye case. This caused 1/4 inch white threads to go everywhere including the back table, instrumentation, patient's face and eye. The fibers were removed by flushing the patient's eye. We were unable to conduct a device history record review for the given product quality report, as the lot provided is invalid. According to our supplier, (B)(4), gauze swabs are made of absorbent gauze after cutting and folding. For lint, their inspection method and acceptable criteria are as below: a. Hold the folded side of the gauze, shaking the gauze around and lint falling should be no more than 10 units. The supplier (B)(4)random sampled 5 retained lot samples and tested them following the above method. They found that the products are within their acceptable criteria. As a sample was not available for further investigation, the root cause could not be determined. Action plan- feedback and monitor. The complaint information was sent to the relevant sectors for their awareness. There is no additional action taken at this time, but (B)(4) will continue to monitor the trend of this type of incident. If a sample is returned at a later date, an addendum to this investigation will be performed.

Event description:
The customer stated that the non-xray gauze (B)(4) was disintegrating when pulling away each piece from another during the eye case. This caused 1/4 inch white threads to go everywhere including the back table, instrumentation, patient's face and eye. The fibers were removed by flushing the patient's eye.